Event description:
It was reported that the tubing detached from the pigtail, resulting in the customer's blood glucose reaching high levels, displaying a reading of "high." A correction injection via mdi was administered by the customer to address the elevated blood glucose. The customer was able to change the cartridge and successfully resume insulin therapy.